Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the pneumatic module assembly (0997-00-1178) was received with holes and discoloration in the tubing. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the pneumatic module assembly was received with holes and discoloration in the tubing. There was no patient involvement, thus no adverse event was reported. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.